Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 43mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the threshold suspend feature of the insulin pump did not activate even though it was supposed to. Troubleshooting was done. No additional info was provided.